Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "out of control" urinary incontinence following a seizure. The pt was found on the floor following her seizure and was taken to a nursing facility. A MFR rep saw the pt in the emergency room where it was discovered that one of the pt's neurostimulators was on and the other was off. The device that was off was turned on and settings were left as they had been. The pt went from "out of control" incontinence to full retention in one day. Impedances were okay and all circuits were working fine. Prior to the seizure, the pt had been receiving great therapy for her retention and was able to feel stimulation and was experiencing a lack of therapeutic effect. The pt was reprogrammed and was moved into a nursing home for rehabilitation. The pt was feeling a stimulation sensation, but her results had "not seen a huge decrease." Add'l info has been requested but was not available as of the date of this report. Refer to MFR 3004209178-2011-06031.